Event description:
It was reported to vyaire medical: motor fault alarm appeared on the vela ventilator while being attached to a patient. The patient was not harmed.

Manufacturer narrative:
Device evaluation update: g3, *g4, g6, h2, h3, h6, and h11 *g4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.